Event description:
Nine dissecting tools have been reported as broken by the hospital staff. Sales rep states that this hospital has broken 9 dissecting tools in the past 2 weeks. Sales rep had the lot numbers and reported them to company. No patient injury occurred.